Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The patient reported feeling too full. It was determined that the patient¿s last fill volume was 200ml. The patient performed a manual drain of 750ml and felt relief. The technical services representative (tsr) arranged a swap of the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device, simulated-use testing and a visual inspection. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.